Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Patient representative additionally reported via MRI intramammary lymph nodes in the superolateral quadrant of the right breast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe capsular contracture, baker grade unknown, folds, small seroma, feeling pain, discomfort and the deformation of the breasts has caused embarrassment.

Event description:
Patient reported right side "severe [capsular] contracture" baker grade iii, "folds", "deformation of the breasts" and "small seroma." The device remains implanted.